Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence during the device activation, the device was not properly closing. The physician believed there might have been a leak in the pressure regulating balloon (prb), however, upon surgery it was noticed that the cuff's button fastener was loose, which led to the incontinence. The device was then explanted. No additional device issues or patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100795178, model/catalog description: control pump fgs iz, unique identifier (UDI) # (B)(4). Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1100844507, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) # (B)(4).